Manufacturer narrative:
.

Event description:
It was reported an infant, who had been prescribed a flowmeter and unknown concentrator, expired unexpectedly in his home while sleeping. The infant had been recently discharged from the hospital; however, the reason for his hospitalization is unknown at this time. The infant was reportedly not using or connected to any of the prescribed equipment at the time of expiration. There is no allegation the infant's death was device related.